Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient underwent a complicated inferior vena cava (ivc) filter removal. Subsequently, to this procedure, the patient was admitted to the intensive care unit (ICU) unit, had several blood transfusions and was hospitalized for an additional twenty-two days due to the complications of the surgery. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The patient underwent a complicated inferior vena cava (ivc) filter removal. Subsequently, to this procedure, the patient was admitted to the intensive care unit (ICU) unit, had several blood transfusions and was hospitalized for an additional twenty-two days due to the complications of the surgery.

Manufacturer narrative:
Information is pending and will be submitted when received.

Manufacturer narrative:
It was reported that a patient that underwent placement of an optease vena cava filter experienced blood clots, clotting, and/or occlusion of the ivc, pseudoaneurysm, retroperational hematoma, a complicated removal procedure and inferior vena cava (ivc) thrombus. The patient also reports chronic pain and anxiety. The following additional information received from the patient indicated that the patient has experienced post- traumatic stress disorder as a result of the implanted filter. The indication for the filter implant was left iliofemoral and caval thrombosis. The filter was placed via the left popliteal vein and deployed with the nose cone at the l1-l2 vertebral interspace. Diagnostic venography performed prior to the filter deployment showed a nearly occluded thrombus throughout the superficial vein in the thigh, the obstruction became complete at the level of the common femoral vein and the entire common femoral external iliac and common iliac vein appeared thrombosed. Pharmaco-mechanical thrombectomy was performed in 2 sessions, results showed patency was achieved with some residual thrombus noted intraluminally at the abductor hiatus level. The remainder of the superficial vein appeared widely patent, some residual thrombus at the level of the saphenofemoral junction and common femoral vein but patency was noted at the level of the external iliac vein. The external iliac vein has residual thrombus and reflux was noted in the internal iliac vein, which is patent. There was substantial irregularity in the common iliac vein distally but with significant improvement after thrombolysis. A large residual segment of thrombus was noted at the distal most common iliac vein immediately below the confluence with the contralateral vein. A computed tomography (CT) scan performed approximately eight years post implant showed an infrarenal optease filter with hook towards the left posterior wall, focal ivc stenosis secondary to nonocclusive chronic thrombus along the right caval wall which contains calcifications. There is high grade stenosis of the left common and external iliac veins associated venous collaterals. The records indicated that the patient had severe left lower extremity post thrombotic syndrome from chronic iliac vein stenosis with a chronically embedded ivc filter complicated by ivc stenosis. It was decided that the patient no longer needed the filter. Approximately nine years and six months post implant a complex ivc filter retrieval was performed. The procedural notes were not provided. The procedure was complicated by retroperitoneal hemorrhage, hypotension/shock and a gastro-duodenal artery bleed. The patient was intubated and provided fluid and vaso-pressor support. The hypotension and hemorrhage led to acute kidney insufficiency and suspected acute tubular necrosis due to hypovolemic shock, the patient was started on continuous renal replacement therapy. A retroperitoneal hematoma drain was placed. A CT scan of the abdomen and pelvis showed a large retroperitoneal bleed with arterial source from a branch of the gastroduodenal artery as well as possible duodenal injury. The CT also noted interval development of a pulmonary emboli within the right lower lobe of the pulmonary arteries. The patient underwent an uncomplicated coil embolization of the gastro-duodenal artery. Angiograms of the superior mesenteric artery was performed, and an active extravasation was seen only in one angiogram. According to the medical records, the patient had factor v leiden. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern with retrieval difficulty is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and/or occlusion and stenosis do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The filter is not intended for the prevention of dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. The information indicated that there was stenosis and venous occlusion, with the limited information provided it is not possible to draw a clinical conclusion regarding the event. A retroperitoneal bleed is cause by bleeding from a vessel into the retroperitoneal cavity usually as the result of injury to one of the vessels in the abdomen. A pseudoaneurysm develops when there is injury to a vessel and the fluid leaks into the layers of the vessel. With the limited information provided it is not possible to make a determination as to an exact cause for the event, however procedural factors may have contributed. Post-traumatic stress disorder (ptsd) is a disorder that develops in some people who have experienced a shocking, scary, or dangerous event. The most common events leading to the development of ptsd include, combat exposure, childhood physical abuse, sexual violence, physical assault, being threatened with a weapon and having been involved in an accident. Many other traumatic events also can lead to ptsd, such as fire, natural disaster, mugging, robbery, plane crash, torture, kidnapping, life-threatening medical diagnosis, terrorist attack, and other extreme or life-threatening events. Symptoms may include negative thoughts about oneself or others, hopelessness, memory problems, feeling detached from family and friends, a lack of interest in activities once enjoyed, and feeling emotionally numb, to name a few. Ptsd does not represent a device malfunction and may be related to underlying patient specific issues, with the limited information provided it is not possible to draw a conclusion to the issue and the device. Anxiety and pain, also, do not represent a device malfunction and may be related to underlying patient specific issues. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient that underwent placement of an optease vena cava filter experienced blood clots, clotting, and/or occlusion of the ivc, pseudoaneurysm, retroperational hematoma, a complicated removal procedure and inferior vena cava (ivc) thrombus. The patient also reports chronic pain and anxiety. The indication for the filter implant was left iliofemoral and caval thrombosis. The filter was placed via the left popliteal vein and deployed with the nose cone at the l1-l2 vertebral interspace. Diagnostic venography performed prior to the filter deployment showed a nearly occluded thrombus throughout the superficial vein in the thigh, the obstruction became complete at the level of the common femoral vein and the entire common femoral external iliac and common iliac vein appeared thrombosed. Pharmacomechanical thrombectomy was performed in 2 sessions, results showed patency was achieved with some residual thrombus noted intraluminally at the abductor hiatus level. The remainder of the superficial vein appeared widely patent, some residual thrombus at the level of the saphenofemoral junction and common femoral vein but patency was noted at the level of the external iliac vein. The external iliac vein has residual thrombus and reflux was noted in the internal iliac vein, which is patent. There was substantial irregularity in the common iliac vein distally but with significant improvement after thrombolysis. A large residual segment of thrombus was noted at the distal most common iliac vein immediately below the confluence with the contralateral vein. A computed tomography (CT) scan performed approximately eight years post implant showed an infrarenal optease filter with hook towards the left posterior wall, focal ivc stenosis secondary to nonocclusive chronic thrombus along the right caval wall which contains calcifications. There is high grade stenosis of the left common and external iliac veins associated venous collaterals. The records indicated that the patient had severe left lower extremity post thrombotic syndrome from chronic iliac vein stenosis with a chronically embedded ivc filter complicated by ivc stenosis. It was decided that the patient no longer needed the filter. Approximately nine years and six months post implant a complex ivc filter retrieval was performed. The procedural notes were not provided. The procedure was complicated by retroperitoneal hemorrhage, hypotension/shock and a gastro-duodenal artery bleed. The patient was intubated and provided fluid and vaso-pressor support. The hypotension and hemorrhage led to acute kidney insufficiency and suspected acute tubular necrosis due to hypovolemic shock, the patient was started on continuous renal replacement therapy. A retroperitoneal hematoma drain was placed. A CT scan of the abdomen and pelvis showed a large retroperitoneal bleed with arterial source from a branch of the gastroduodenal artery as well as possible duodenal injury. The CT also noted interval development of a pulmonary emboli within the right lower lobe of the pulmonary arteries. The patient underwent an uncomplicated coil embolization of the gastro-duodenal artery. Angiograms of the superior mesenteric artery was performed, and an active extravasation was seen only in one angiogram. According to the medical records, the patient had factor v leiden. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern with retrieval difficulty is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and/or occlusion and stenosis do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The filter is not intended for the prevention of dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. The information indicated that there was stenosis and venous occlusion, with the limited information provided it is not possible to draw a clinical conclusion regarding the event. A retroperitoneal bleed is cause by bleeding from a vessel into the retroperitoneal cavity usually as the result of injury to one of the vessels in the abdomen. A pseudoaneurysm develops when there is injury to a vessel and the fluid leaks into the layers of the vessel. With the limited information provided it is not possible to make a determination as to an exact cause for the event, however procedural factors may have contributed. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The ppf confirms that the patient underwent placement of an optease vena cava filter, not a trapease. The following additional information received per the medical records state that information contained in the medical records indicated that the filter was placed due to left iliofemoral and caval thrombosis. The filter was placed via the left popliteal vein and deployed with the nose cone at the l1-l2 vertebral interspace. A computed tomography (CT) scan performed approximately eight years post implantation showed an infrarenal optease filter with the hook towards the left posterior wall, focal ivc stenosis secondary to nonocclusive chronic thrombus along the right caval wall which contains calcifications. There is high grade stenosis of the left common and external iliac veins associated venous collaterals. The records indicated that the patient had severe left lower extremity post thrombotic syndrome from chronic iliac vein stenosis with a chronically embedded ivc filter complicated by ivc stenosis. The medical records noted that the patient had factor v leiden and was status post a retroperitoneal hemorrhage during a removal attempt ten years post implantation. It was decided that the patient no longer needed the filter and the patient should have a complex filter retrieval performed. A complex ivc filter retrieval was performed. The procedural notes were not provided. A CT scan of the abdomen and pelvis showed a large retroperitoneal bleed with arterial source from a branch of the gastroduodenal artery as well as possible duodenal injury. The CT also noted interval development of a pulmonary emboli within the right lower lobe of the pulmonary arteries.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events nine years and six months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, pseudoaneurysm, retroperational hematoma, and ivc thrombus. Filter was removed via an open abdominal procedure nine years and six months post implantation. The patient also reports chronic pain and anxiety.

Manufacturer narrative:
Upon review, the following section has been corrected: product code.